Event description:
It has been reported to philips that the wireless footswitch disconnected randomly. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use. The rse (remote service engineer) analysed the system remotely and confirmed that the intermittent wireless foot pedal disconnection issue. The wireless connection with the base station was re-established after restarting the allura system. The customer is currently using the wired footswitch instead of the wireless footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The codes were updated based on the investigation outcome.